Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in cr board (printed circuit board), the leds (light-emitting diodes) were flickering. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure in cr board, the leds were flickering. The most probable cause of the complaint is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the results of the final investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure.

Event description:
It was reported the insufflator of the subject device started to switch off/on the carbon dioxide flow uncontrollably and the buttons on the control panel also lost function. The issue occurred during a therapeutic gallstone surgery laparoscopically and the instrument was in the patient. The operation was delayed while switching to an olympus back-up device to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.